Event description:
It was reported that the pressure was found cracked when customer opened the flotrac package. Then the customer replaced a new pressure tubing, the flotrac worked well. No patient complications were reported. Not returning device, disposed at hospital.

Manufacturer narrative:
The device was discarded at hospital.